Event description:
Covidien formerly tyco healthcare rec'd a report from a biomedical engineer that the unit did not provide an audio tone in 20/08. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for eval, but customer has opted to not return the unit. The customer isolated the reported problem to the main pcb by swapping the speaker. The mfg facility has initiated a corrective and preventative action to address the reported problem.